Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing from two (2) processing runs. The complainant described the affected tissue samples as "spongy"; and advised that re-processing of the samples was required. Further information subsequently provided to leica biosystems indicated that a user had "changed the bottle settings without changing the reagent" on (B)(6) 2014; and that after being advised of this information, a supervisor had requested that the reagent in five (5) bottles designated for ethanol and four (4) bottles designated for xylene be replaced. Based on this further information provided by the complainant regarding a use error, which occurred during replacement of a reagent(s) on (B)(6) 2014, it is probable that tissue samples from six (6) preceding processing runs started on (B)(6) 2014 also exhibited sub-optimal processing. On (B)(6) 2014, information provided by the responsible leica applications specialist indicated that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
Bottle 11 (xylene) was removed from the instrument for 6 seconds at 18:28pm on (B)(4) 2014; and bottle 10 (ethanol) was removed from the instrument for 5 seconds at 18:31pm on (B)(4) 2014 in response to information displayed in association with an error code. The period for which each of these bottles was removed is not sufficient to complete manual replacement of the reagent. The properties of the corresponding reagent station were reset in both instances, which set the concentration to the default value of 100% configured in the reagent types definitions, and reset the number of cassettes and the number of cycles and days to zero. However, the actual concentration of the reagent in bottles 11 and 10, which were then used for either the final clearing and/or dehydration steps in protocols which completed on (B)(6) 2014, remained as 79.3% and 84.3% respectively. The minimum final reagent concentrations for ethanol and xylene are and 95% respectively. Using ethanol and/or xylene at a less than the minimum concentration required for the final dehydration and/or clearing steps in a protocol results in re-introduction of water into the tissue; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Reagents with the exception of that in bottles 5, 6, 7 and the wax in wax bath 4 were replaced on (B)(6) 2014. These reagents, which were used for both affected protocols, were contaminated with water due to the incorrect user actions on (B)(6) 2014.